Event description:
Customer reported that the t:slim x2 pump battery would not charge, with a power source alert present in the pump history. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to plug the wall adapter into a working outlet for at least 30 minutes to see if the pump would begin charging, but they declined further follow-up and agreed to contact support if the issue persisted.